Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the bottom of the garment. The patient's nurse used a mepelex foam tape around the patient's body ensuring that it did not prevent proper contact between the patient's skin and the electrodes. Follow up indicated that the patient also had irritation around the electrodes for which lotion was used. Further follow up indicated that the irritation resolved.